Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.

Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose reading was 436 mg/dl during the phone call. It was stated that the customer went swimming prior to the hospitalization and there was a white residue on the back of the insulin pump and wetness inside the reservoir compartment. Nothing further was reported.